Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign particles, likely plastic, were observed emerging from the cartridge. The foreign particles were detected and removed after the preloaded intraocular lens (iol) had been implanted in the patient's eye. No adverse effects or clinical complications were observed. Patient fully recovered without significant impact on daily activities. The procedure was delayed by approximately five minutes, no additional medical attention or medication was required. Through follow-up, we learned that no clinically significant issues affecting the patient were observed during the postoperative day 1 and week 1 follow-up examinations. No other issues were observed. No further information was provided.